Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to respiratory failure. The patient had suffered a cerebrovascular accident (cva) that was reportedly not related to the pump that left the patient with left sided weakness. The patient was discharged after the cva to a skilled nursing facility. The patient aspirated while in bed at the skilled nursing facility and expired as a result of the respiratory issues. The device was working properly and no issues with the pump were reported. The cause / origin of the cva was not provided. The pump will not be returned for evaluation. No additional information was provided.